Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 422 mg/dl with increased thirst, excess urination, abdominal pain, and unspecified ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted that the basal delivery totals in the total daily dose (tdd) history did not match the active basal program. A cause for the discrepancy could not be identified. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a discrepancy in the basal history.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2017. A review of the pump history indicated that the pump was manually suspended on (B)(6) 2017 at 06:09 and manually resumed at 06:14, and manually suspended on (B)(6) 2017 at 07:29 and manually resumed at 08:13. A review of the total daily dose history indicated that the pump was not in use between (B)(6) 2015 and (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.